Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to view drops of insulin during the fill tubing sequence after 40 units of insulin were used to prime the tubing. Customer's blood glucose level was 600 mg/dl and was treated with a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.